Event description:
During evaluation of a returned homechoice machine, six increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012 17:57:59. During night drain cycle two, the patient's ultrafiltration reading was 100663ml, indicating the home patient (hp) drained 100663ml more than their maximum programmed fill volume of 3000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). Review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 100,663ml during drain cycle 2 during therapy initiated (B)(6) 2012 17:57:59, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. An iipv was not confirmed in the device's event log. Review of the event log revealed cycle 2 drain was completed on (B)(6) 2012 at 03:39 and the user's actual drain volume during cycle 2 was 2884ml. The log corruption made the ultra filtration (uf) seem large in the therapy log. The actual drain volume in cycle 2 of 2884ml is 96% of largest prescribed fill volume (lpfv) of 3000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.